Event description:
The pump was returned with no information.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Evaluation summary: analysis of the pump revealed an alarm anomaly/resonator anomaly. A crack was found on the resonator. Interrogation of the pump showed that it had been delivering hydromorphone and bupivacaine.